Manufacturer narrative:
This medwatch will be retracted. Upon review of the file, this event does not meet the definition of a complaint. There is not any allegation that suggest the excluder caused or contributed to the event.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) references risks occurring during or after implantation of the device, including potential for reintervention.

Event description:
On (B)(6) 2011, this patient underwent an endovascular repair for an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis featuring c3® delivery system. It was reported that distal to one of the implanted devices there is a tight stenotic lesion. There was a reintervention on (B)(6) 2019. The stenosis was on the left side and distal to the pxl161407/06400307 device. The physician implanted a gore® viabahn® vbx balloon expandable endoprosthesis and extended past the stenosis. The patient tolerated the reintervention procedure.